Event description:
It was reported that the patient's pre-existing pain had returned. A fluoroscopy was performed and showed that the device had migrated. The decompression system implant was explanted as a result.

Manufacturer narrative:
Date of event based on the date the manufacturer became aware of the event.